Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery on an unknown date due to an unknown reason using a custom vrs implant. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 113042, versa-dial 46x18x53 hum head; lot#: unknown. Item#: 113632, comp primary stem 12mm mini; lot#: unknown. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately seven (7) months ago. Subsequently, the patient is being considered for a revision surgery using a custom implant due to the patient's glenoid bone not being sufficient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: b5; d1; d2; d4; g4; h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the glenoid exhibits large old sclerotic ununited in-situ subchondral sclerotic bone fragment which may be sequela of old ununited fracture or avascular necrosis. At the superior glenoid, there were also subchondral cystic and erosive changes. A definitive root cause cannot be determined for the bone erosion. Development of a cyst is a non-procedural or implant related event, that can occur at any time during a person¿s lifetime regardless of a surgical procedure or implant. Cyst by definition are abnormal, closed sac or capsule like structures within tissue or bone that can contain different substances, such as gas, fluid, or semisolid. Size and shape can vary, as well as the cyst can grow in size over time. Cysts can resolve on their own without medical intervention, as the body just absorbs them or they can require medical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.